Event description:
During a percutaneous transluminal angioplasty to the peroneal artery, the balloon of the savvy would not inflate. Therefore, the product was removed and a pinhole rupture was found. A competitor balloon catheter (submarine, 2mm/getz bros.) Was used for the procedure. The product was advanced to the lesion over the guidewire (treasure, 0.018in x 175cm/getz bros) through the sheath introducer (5fr./terumo) and the balloon was inflated with an indeflator. The vessel had severe calcification, moderate tortuousity, and 90% stenosis. The product was clinically used without any adverse consequences to the female patient. The product will be returned.

Manufacturer narrative:
This product is available; however, it has not been received for analysis. Additional information will be provided within 30 days of receipt.